Event description:
It was reported that the device "would not charge. Conditioned battery over 2 cycles (48 hours). Performed pm, passed all tests." Although requested further information was not available.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 11/09/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that the device would not charge was not determined because no product was returned. The reported issue that the device would not charge could not be confirmed; no product was returned for investigation. No further investigation of this issue is possible at this time, and no patient impact was reported. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Although requested further information was not available and device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device "would not charge. Conditioned battery over 2 cycles (48 hours). Performed pm, passed all tests." Although requested further information was not available.